Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator unit encountered an error message of "vent inop". No patient involvement was reported. The device was not in clinical use when the reported issue was discovered.